Event description:
Second lasik surgery resulted in a flap transection, casing permanent visual and neural damage. In low-light, I see halos, ghosting and starbursting - so-called "high-order aberrations." In addition, because surgeon cut a second flap that went into the original flap, there was a loss of tissue. Surgery on both eyes also resulted in debilitating dry eye, with interruption to tear film, still severe after three years. Pain cannot be resolved with otc or prescription drops. The lasers in use at the time were visx, though I do not know the model numbers.